Event description:
Reported noise on the rv channel beginning in late 2018. No adverse events were reported. Lead to be evaluated further and remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.